Manufacturer narrative:
(B)(4).

Event description:
Surgeon was inserting 4.5mm ultra ti twinfix into patient. To engage the threads the surgeon tapped the anchor in with a mallet. When the surgeon started screwing in the anchor, the distal tip snapped off. It was deemed too difficult to remove, so the broken part remained in the patient. Nothing to return.